Event description:
A report was received that a pt will have a lead revision, due to lead migrating to the pocket site and wrapping around the ipg. The physician will reportedly explant the leads and implant a paddle lead.